Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced recurrence, erosion, dyspareunia, infection and urinary problems. No other info is available.